Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that alaris system shut off while running on a patient. This has occurred previous times, but this is the only incident in which it occurred while running an active infusion on a critical patient. The customer stated that there were no adverse effects caused to the patient from the event.